Manufacturer narrative:
The customer reported that the multigas unit displayed an "external device error" message. According to the customer, they rebooted the unit, but the issue returned 30 minutes later. The customer will send in the unit to be exchanged. There was no patient injury reported. Patient information: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient involved!!. Relevant tests/ laboratory data: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 : (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient involved. Other relevant history: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 :(B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient involved!!. Concomitant medical products: attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 :(B)(6) 2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; there was no patient involved!!.

Event description:
The customer reported that the multigas unit displayed an "external device error" message. There was no patient injury reported.